Manufacturer narrative:
PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a ncompass nitinol tipless stone extractor would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A second basket was used to complete the unspecified procedure. No adverse events have been reported.

Manufacturer narrative:
Event description: as reported, a ncompass nitinol tipless stone extractor would not open. The issue with this device was discovered prior to making contact with the patient and it was not used. A second basket was used to complete the unspecified procedure. No adverse events have been reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncompass nitinol tipless stone extractor was returned for investigation in open packaging. The device was returned with the basket formation in the closed position. No damage to the device was observed. The mlla [male luer lock adapter] was loose. The collet knob was tight. The polyethylene terephthalate tubing [pett] was present. A functional test determined the handle did not actuate basket formation. The handle was disassembled. The basket could not be functioned manually by manipulating the basket assembly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, cook has concluded that a cause for this issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.